Event description:
It was reported that when using the bd pyxis¿ es server, new epic orders and patient details were not showing on the pyxis for the past 15 minutes the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new epic orders were not crossing over to pyxis. A technical support specialist (tss) dialed in to the application server and observed that the extensible markup language messages were not updating with the current transactions and that disconnected indicators were present. The tss then dialed in to the connectivity and control engine, where it was observed that the services were stopped and set to manual startup by default. Further review of the carefusion coordination engine console showed that the message broker manager for epic was stopped, after which the service was started. The customer was contacted and confirmed that the issue had been resolved. The system functioned as intended after technical support specialist troubleshot the device.